Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however, this cannot be confirmed. Additionally, inadvertent mishandling during use and/or during shipment for return analysis possibly resulted in the noted needle at the vac location on the gauge; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported/noted difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. The 20/30 indeflator could not maintain pressure when attempting to increase pressure to 30 psi during the procedure. A second indeflator was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.